Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens broke in the patient¿s eye. Additional information has been received as the lens was removed from eye during initial procedure and replaced with same model lens with no patient harm.